Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 29 mmol/l and their sensor glucose 2.8 mmol/l. The customer reported treating their blood glucose with the insulin pump. The customer reported they were on the sixth day of sensor use. The customer was advised the difference in their reading was not within the acceptable range. Customer declined to return the product for analysis.